Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter was returned in three segments for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Segment one measured approximately 22.1 cm and was returned with the clamp disengaged. Segment two measured approximately 5.0 cm and was noted to have suture wire tied to the catheter near both ends. The third catheter segment measured approximately 3.9 cm and was observed to have suture wire tied near one end. The investigation is inconclusive for the reported catheter fracture and fluid leak issue, as a striations were noted throughout the surfaces of each break. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after catheter placement, the catheter allegedly broken and blood leaked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that after catheter placement, the catheter allegedly broken and blood leaked. There was no reported patient injury.